Manufacturer narrative:
Inspected 1 random opened or used sensor and performed visual inspection and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used. Also found 2nd sensor with cannula missing. Unable to confirm packaging anomaly due to no original box returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, there were three sensors which did not have sensor cannula. The blood glucose was unknown ta the time of the incident. The cannula was inserted at the abdomen site and there wire no needle after insertion. The device will be returned for analysis.